Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 23mm aortic valve, implanted for nine (9) years and 11 months, was scheduled for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.